Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. Unit had missing end cap sticker, cracked case near display window, reservoir tube lip and scratched display window noted during visual inspection.